Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose level dropped to 48 mg/dl. The customer drank two orange juices and ate a peanut butter and jelly sandwich. Ultimately, the customer went to the emergency room and received intravenous fluids of saline, which resolved the issue, and there was no permanent damage. The customer was released later that same day. A system check was performed and the pump was functioning as intended. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.